Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant, an x-ray showed that the right ventricular (rv) lead had pulled back, and there was a change noted in r-waves and thresholds. The physician suspected a micro-dislodgement, and the lead was repositioned with additional slack added. The rv lead remains in use. No patient complications have been reported as a result of this event.